Manufacturer narrative:
The inspiratory pressure transducer printed circuit board (pcb) has been investigated. The reported pre-use checks test failure was reproduced during testing of the inspiratory pressure transducer pcb in a reference ventilator, and alarms were generated during ventilation testing. Ocular inspection showed corrosion traces that had affected several components on the inspiratory pressure transducer pcb which is the cause of the reported failures. Our conclusion is that moisture has caused the observed corrosion. Device logs evaluation showed that the failure has occurred intermittently since (B)(6) 2015 and the date of event has been updated accordingly.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre use check. There was no patient involvement. (B)(4).